Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer power cycled the system and checked the system error logs. The system was powered back on after the procedure and worked with no reported problem. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, arm #3 suddenly stopped responding. An intuitive surgical, inc. (Isi) technical support engineer (tse) noted that the patient side cart (psc) switched to battery, however the customer confirmed that at that time the psc was moved to a different section of the operating room, after the reported arm issue occurred. There were no errors or system messages at the time the reported issue occurred. The customer did not contact technical support when the arm stopped working but the surgeon decided to convert to open due to the issue. The system reportedly received a non-recoverable error when the system was powered down. The tse checked error logs and did not find any errors pointing to this problem. The system was powered on again after the procedure, tested, and appeared to work normally. The system logs showed no errors. The tse requested the customer call intuitive directly when an error occurs. The procedure was converted to open surgery.

Manufacturer narrative:
The sureform curved stapler has been returned and evaluated by the failure analysis team. As per fa findings, neither replicated nor confirmed the customer reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The recognition and engagement tests were performed a total of three times each and passed. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The firing test was performed twice with different orientations of the distal end. The instrument clamped, fired and unclamped without any issues both times. A review of the logs shows no errors. Intuitive surgical, inc. (Isi) followed up with reporter and obtained the following additional information: arm failure leading to conversion. The surgeon was about to staple across the pa when he experienced an arm failure. Fortunately, he was not clamped down on the tissue however they could not recover the fault and take control of the arm to be able to remove the device. They had to remove the stapler manually and to remain safe converted the operation via a mini thoracotomy to complete the procedure.

Event description:
Refer to h10/h11 for follow-up information.